Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failure was present in the device trace download due to broken trace at u1 pin 6 on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the audio was not working. The device also shut off when changing the battery. The customer¿s blood glucose during the incident was 205 mg/dl. Troubleshooting was no performed. The device will be returned for analysis.